Event description:
The customer reported experiencing unexplained occlusion errors on the pump, possibly indicating a mechanical malfunction. There was no reported impact to the customer's blood glucose level. The pump cannot be repaired or replaced, and the customer is currently out of warranty and in the process of obtaining a new device.